Event description:
During a composite filling procedure on the distal end of tooth#2, the bur came out of a dental handpiece and the patient swallowed the finishing bur. The dentist did not use a dental dam during this procedure. The patient was instructed to go for an x-ray; however, patient refused to get an x-ray taken.